Event description:
During deployment of a optease retrievable filter, the filter perforated the introducer and it remained tied to the introducer. This event did not cause damage to the patient, but in order to complete the procedure, it was necessary to use another product and the doctor chose a competitor product.

Manufacturer narrative:
During deployment of an optease retrievable filter, the filter perforated the introducer and could not be advanced further. The device was removed and the procedure was completed with another device. There was no reported patient injury. Multiple attempts have been made to gather additional information. However, no additional information regarding patient, lesion or procedural characteristics regarding this event has been provided. One non sterile 6fr sheath introducer and a 6fr vessel dilator and filter were received inside a plastic bag. The filter was received inside the introducer. The cannula was received perforated by the filter. The inner and outer diameter of the body were measured near to the damaged area and were found within specification. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The damage on the cannula reported by the customer was confirmed during analysis. The cause that the filter perforates the cannula could not be determined. Procedural or clinical factors might have impacted the event. No corrective action will be taken at this time since as there are no indications that the complaint is related to manufacturing process. Vessel characteristics and procedural factors may have contributed to the reported event.

Manufacturer narrative:
During deployment of an optease retrievable filter, the filter perforated the introducer and could not be advanced further. The device was removed and the procedure was completed with another device. There was no reported patient injury. Multiple attempts have been made to gather additional information. However, no additional information regarding patient, lesion or procedural characteristics regarding this event has been provided. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15153119 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. With the limited amount of information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the event. However, vessel characteristics and procedural factors may have contributed to the reported event.

Manufacturer narrative:
The product is not available for analysis. Additional information will be submitted within thirty days upon receipt.